Manufacturer narrative:
The investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catheter was leaking around the site and not functioning properly.

Manufacturer narrative:
The 8f silicone hemo-cath was returned for evaluation. Adhesive and multiple sutures were removed from the proximal end of the lumen. Functional testing was performed on the returned device. The distal end of the lumen was clamped with hemostats. When flushed through the venous luer no leaks were noted. When flushed through the arterial luer, a leak was noted approximately 0.5 cm proximal to the cuff. Under magnification the hole in the lumen appears smooth in the center but jagged at the edges. This is indicative of being cut and then torn. The device was evaluated by medcomp engineering. The condition of the returned device suggests the sutures that were tightly wrapped around the lumen cut into the silicone tubing and, over time, may have resulted in the tear. The instructions for use (IFU) states, "suture the catheter to the skin using the suture wing. Do not suture the catheter tubing." The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A definitive root cause cannot be determined but is not likely manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.